Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer stated that the upper thumbwheel of the unit was set at 59. The vyaire technical support informed the customer that the upper thumbwheel should only go to 49, since it went to 59 the less than 20% of max airway pressure alarm was tripped, thus causing the driver to stop, either the upper thumbwheel is damaged or the wrong one was installed. Vyaire technical support recommended to replace the upper thumbwheel and that the upper thumbwheel be set +/- 2 of the operating mean airway pressure. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the 3100 a unit shut off at 11.6 mean pressure. The customer confirmed that there was no patient involvement associated with the reported event.